Event description:
The customer reported the control panel was broken. The pin on the receptacle was bent, when tech attempted to straighten the pin, it broke. No pt injuries were reported.

Manufacturer narrative:
The ge service rep verified the pin was broken in the interconnect at the c-arm end. He removed the c-arm covers and extracted pins from the p-1 then recorded positions of wires to p-3. He repaired the p-1 to p-3 and tested the system. The c-arm is operating as intended.